Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis high blood glucose on (B)(6) 2020 with blood glucose level was 720 mg/dl. Customer current blood glucose was 274 mg/dl. Customer experienced symptoms such as emergency dispatched and vomiting ad in and out of consciences. The customer cannula was bent. Customer performed high-pressure test and self test was passed. The insulin pump will not be returned for analysis.